Manufacturer narrative:
The console was field services at the user facility. Inspection of the laser found it suddenly stopped firing when the power was set to 25w or more and the device was ready. In addition, error 49 occurred during self-test. Deterioration and energy attenuation were observed in some of the arm mirrors and a decrease in cooling water was observed. This could have affected the device performance leading to the event experienced by the customer. Therefore, the reported event was confirmed.

Event description:
It was reported that no shot was released from the laser when it was attempted to switch it on repeat mode. The procedure was not completed for unknown reasons.this event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that no shot was released from the laser when it was attempted to switch it on repeat mode. The procedure was not completed for unknown reasons. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.